Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 30025869 was reviewed and the product was produced according to product specifications. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: 440ml. Flow rate: 6ml/hr. Procedure: unknown. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. It was reported via mw5098163 received from FDA that the pump was emptied of ropivacaine 0.2% after 16 hours instead of the intended 55-72 hour duration. This resulted in several hours of no pain relief for the patient. No patient injury reported. The patient had been discharged, so placement of a new pump was not possible. Per information provided by the hospital safety officer, the patient received post procedure pain relief with oral medication. No further information provided.